Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 5 pen needle bd ultrafine 31gx5mm /10ea had the inner shield unable to be removed during use. The following was reported by the initial reporter: "the client shared that they received a call from a patient using forteo medication, who bought at pharmacy, mentioning that the forteo medication is accompanied by 3 boxes of bd needles of 10 pieces (code bd 320176) which a box of needles had a problem. He was unable to remove the second color shield covering the needle, this occured in 5 pieces out of a box of 10. Your family member bought another box of 10 pieces of bd device needles and the needles presented the same problem again, they could not remove the second color protector, he made the following comment to see how you can replace the needles that were defective. 03/08/2021: samples not available. Packaging pictures were provided. Lot number involved in the complaint: (B)(4)."